Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a general complaint of having difficulty with fluid/medication remaining in bag following the infusion, and the pump is pulling air into the tubing instead of fluid/medication. They are only seeing this happen for medications that have optima system connectors on the lines. Bags that have been running through the alaris pump without optima are not producing an issue. There was patient involvement, but the outcome is unknown. Additional information was provided on 26may2026: the customer indicated no deformities were observed with the disposables and they had confirmed the connections were secure. They reported the intended infusion rate was 600ml/hour.